Event description:
Surgeon reported a tubing revision. Investigation in progress. F/u findings: tubing repair. Hole in tubing between lap-band ap system and port. Area of band tubing with hole removed and remaining tubing reconnected with existing steel connector. The piece of tubing is being returned. The band and port remain implanted. No info was provided to the explant surgeon on the model or serial number of the band.

Manufacturer narrative:
The access port associated with this report will not be returned as the access port was not explanted and will not returned wit the tubing piece. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional info will be reported to allergan regarding the serial number or model number as that was not provided to the explant surgeon. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."